Event description:
Reported suspected false negative sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that a pcr test was administered for confirmation, but confirmation result were not provided. Attempts were made to contact the customer to gather additional information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.